Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three episodes of syncope and at least one with seizures. It was noted the cardiac resynchronization therapy pacemaker (crt-p) could not get any interaction with the programmer and the device was unable to interact with a magnet. There was suspected premature battery depletion. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.